Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during an ivor lewis esophagectomy. The stapler fired over the esophagus but failed over the stomach. Replaced by another stapler to complete the case. The device was retained but not the 2 reloads. No patient injury.